Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: no root cause can be determined as no samples were received. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the rubber stopper separated from the bd posiflush¿ sf saline syringe plunger during use, creating "pressure" in the rod when trying to move it. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "I had an unusual issue that was brought to my attention this week by some treatment room staff. Apparently when asking other nurses on the other floors, this happens with difficult PICC's that they have to flush and manipulate and there is pressure when working with them. Apparently the black rubber plunger part comes detached from the plastic plunger. They also mentioned that lately, the ns syringes are different and this happened just lately." "The staff explained that the plastic syringe plunger rod would separate from the rubber stopper if they had a ¿difficult PICC¿ where they had to do a lot of ¿pushing and pulling¿ and if they were drawing a waste syringe of blood from a line."